Event description:
According to the rptr, anterior lumber interbody fusion (alif) at l5-s1 with antegra. The temporary fixation pin broke during insertion. Threads broke off in bone. Threads were retrieved from pt. Surgeon decided not to implant the antegra plate due to vascular problems. Exposure and the vessels/arteries made it too difficult to implant plate. Pt implanted with matrix mis posteriorly as planned.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for mfg revealed no complaint related issues. Mfg visual examination find the surface of the shaft dull in appearance and the etch detail faded. All dimensional measurements met specification.